Event description:
It was reported that "pairing failed" occurred. It was reported that a pairing issue occurred. On (B)(6) 2026 due to a blood glucose reading of 400 mg/dl. No symptoms were reported. They were unable to monitor the glucose levels at that time because both the sensors and the receiver were not functioning. She was unable to recall the treatments or medications the patient received during the hospitalization. The patient suffered a stroke and was hospitalized for approximately one month. However, she was unable to recall the exact length of the hospital stay or the patient's discharge date. At the time of the report the patient was not fully recovered and was undergoing physical therapy following the stroke. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.